Manufacturer narrative:
Device evaluation: results - one actual sample and two representative samples were received for evaluation. On the actual sample, the tether was observed to have detached from the needle cap's post heat stake. The post heat stake was observed visually and no defect was observed. Post heat stake dimensions also met the drawing specification. The two representative samples were visually observed for damage on the safety mechanism and no damage was observed. The same two representative samples were subjected to first separation force and readings were within acceptance criteria. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 145562. No abnormalities were observed after review preventive maintenance, calibration and equipment. Conclusion - bd was able to confirm the customer's indicated failure mode after evaluation of the actual sample returned. The suspected cause of this non-conformance could be the tether not assemble properly onto the needle cap. This could be due to cam guiding plate wear and tear. There was an action to revise and include verification of wear and tear of cam profile, completed july 31, 2016. This complaint batch was produced before the action implementation date.

Manufacturer narrative:
(B)(4). (B)(6). Device evaluation: a sample has been returned for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that during extraction, the plastic film strip released from the relief cap on the suspect device, leaving the tip of the cannula exposed. No injury reported.